Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is experiencing pain at the ipg site. Surgical intervention may be pending.

Event description:
Further follow-up indicates the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was relocated. Issue resolved.

Manufacturer narrative:
Describe event or problem: additional information added. Explant date: explant date added.

Event description:
Further follow-up indicates the ipg was explanted, replaced and relocated.